Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) or vibration during testing. Unit was received with scratched case and minor scratched lcd window. No physical damage or moisture damage found in battery compartment.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 180 mg/dl. It was reported that display screen showed an open book icon. The customer said that it vibrated a lot and that the battery compartment wasn¿t on all of the way. She was advised to disconnect from the insulin pump. Insulin pump was returned for analysis.